Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during each load sequence. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 140-299 mg/dl.